Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited a single spike of high out of range right atrial impedance measurements. Around the same time of the spike, there is a stored episode showing noise. The noise was reproducible through isometric maneuvers. In addition, there was a respiratory rate trend(rrt) episode the next day. Technical services (ts) was consulted and discussed there appeared to be a spring contact issue, ts recommended device reprogramming options. The crt-d system will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited a single spike of high out of range right atrial impedance measurements. Around the same time of the spike, there is a stored episode showing noise. The noise was reproducible through isometric maneuvers. In addition, there was a respiratory rate trend (rrt) episode the next day. Technical services (ts) was consulted and discussed there appeared to be a spring contact issue, ts recommended device reprogramming options. The crt-d system will continue to be monitored. No adverse patient effects were reported.